Event description:
The user reported a leak at the top of the pumping segment joint during a normal saline infusion. No patient harm occurred. No additional information was available.

Manufacturer narrative:
Product evaluated and customer's experience of a leak was confirmed. Leakage was noted from a split in the silicone segment near the upper fitment. The root cause of the split was not identified. The manufacturing database was reviewed; no quality issues were noted during production build for the involved lot #.